Manufacturer narrative:
Correction made to b5: the event occurred during use of the device for peritoneal dialysis therapy (previously submitted as during an unspecified process step). Correction made to h4: device manufacture date: 09/10/2021 (previously submitted as ni). H10: the device was received for evaluation without a cap. A visual inspection with the naked eye was performed and the female connector was observed separated from the main body. The reported condition was verified. Functional testing including leak, clear passage and clamp function testing were performed with no issues were observed. The cause of the separation was due to inadequate solvent application to the main body during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body of the minicap transfer set separated from the female connector. The event occurred during an unknown process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.